Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation determined a replacement of the generator board to correct the reported e433 error issue. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (obl) was informed by the user facility that the high frequency electro-surgical unit stopped working during resection. Initially, the unit made an alert on the screen for a lack of conductivity. The cables and the "strap" were changed out but with no success. The unit was turned off and then back on; that is when an alert with error e433 first occurred. There was a need to interrupt the surgery with approximately 70% of the intended prostate volume to resect. No patient injury or harm was reported to olympus. The unit was returned to local repair center for evaluation.